Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was exchanged due to a deployment failure. The lead was discarded. The patient was stable post procedure. No further information is available.